Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, overlay scratched, stained keypad overlay, cracked battery tube threads, cracked case behind the pump near the battery compartment, keypad overlay texture damage, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had big crack along battery compartment and insulin pump was not working. The customer's blood glucose was 6.5 mmol/l at the time of incident. The insulin pump was returned for analysis.